Event description:
Baxter korea reports a transfer set with a leak in the twist clamp area. The patient noted a leak and went to the hospital to receive a transfer set change. No patient injury or medical intervention reported.